Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) helix was damaged prior to inserting into patient's body. The ralp was not implanted, and the procedure was completed with only one lp implanted in the right ventricle. Patient condition was stable.